Manufacturer narrative:
(B)(4) initial/final emdr submission. (B)(4). Bd was not able to duplicate or confirm the customer¿s indicated failure as no product code, lot information, or sample was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.

Event description:
Customer reported that the patient has blisters under the dressing around the plurex drainage tub and believe that the blisters were caused by the dressing. Spoke to initial reporter 7/8/20: she explained that the customer/patient came in to hospice care with pre-admitted skin breakdown and the resident was wondering the best way to affix the pleurx catheter to the tegaderm-like product that was already on patient's skin. The staff was just inquiring best practice for placing the pleurx on broken down skin without potentially affecting the catheter or causing more skin breakdown. It was also reported patient expired the same weekend the inquiry was made, which was one reason why initial reporter did not get back to us immediately. Patient death, confirmed by reporter, not related to any bd product.